Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test, and gave another alarm during the prime test due to a faulty force sensor. The motor was tested outside the device and it passed. The pump also had minor scratches on the lcd window, a cracked reservoir tube lip, cracked battery tube threads, and a missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed motor error. The customer's blood glucose was unknown. The customer stated that they went through the rewind and the priming sequence again, and the insulin pump alarmed motor error again. The customer used an eraser on a pencil to push the vial of insulin down and now the insulin pump would not stop priming. The customer does not use the sensor feature. They were unable to rewind the device. During the phone call the insulin pump alarmed another error. The customer stated that the drive support cap was recessed but the rubber sticker label fell off. The customer used a pen to manually prime the insulin pump after the error alarm and they cleared the alarm. The discontinuation of the device was advised. Nothing further was reported.